Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use since (B)(6) 2022. The infusion sets fell off within same day of use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 1.